Event description:
"On (B)(6) 2009," a vaginal mesh was implanted; plaintiff's attorney did not identify the mesh. Plaintiff's attorney alleged, "as a result," plaintiff "sustained serious injury," and had "physical pain and suffering, mental anguish, emotional distress," and other injuries.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.